Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the patient was admitted to emergency room after cardiac arrest and pronounced deceased shortly after. Device interrogation, showed multiple episodes of vt/vf. The patient had been discharged from hospital post mitral valve surgery prior to the vt/vf storm. Device charge time limit reached after multiple high voltage shocks.